Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implant overdischarged because of trouble charging. The patient had the stimulator explanted and replaced. The patient was given charging instructions and states they understood. There were no external or patient factors that may have contributed to the issue. The issue was resolved at the time of the report. No patient symptoms reported.